Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was admitted to the hospital from (B)(6) 2016 for hyperkalemia and low calcium, resulting from non-compliance. The patient was on vacation, and did not perform treatments per their prescription. No medical records or treatment details could be provided by the nurse upon request, as the patient was hospitalized at their vacation destination. The nurse confirmed the patient has recovered and continues with peritoneal dialysis therapy.

Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation and the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure,¿ and a device is not released if it does not meet requirements or is nonconforming.